Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was further specified as patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with ceftazidime injection (1gm, discontinued, route, frequency and duration were not reported), amikacin injection (125mg, discontinued, route, frequency and duration were not reported) and heparin (1000 units, discontinued, route, frequency and duration were not reported for this event) for peritonitis. At the time of this report, the patient was recovering from this event. It was reported that the patient was switched to hemodialysis and was later restarted on pd therapy. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.